Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) flip was confirmed and the healthcare provider flipped it back over on (B)(6) 2014 and that it had healed up. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.